Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 15feb2021.

Event description:
The customer reported that the display is dim and flickering. The customer contacted product support and was advised that the v60 is approximately 10 years old and is likely to have the hydis display installed. Advised the customer to reference page 206 for identifying display manufacturer. The customer reported that the unit was not in use on a patient. Found in the biomed shop for 6 month ovp. Product support advised the customer that the v60 is approximately 10 years old and is likely to have the hydis display installed. The (hydis) has a published usable life of 10k hours use. The customer advised to close the case. The customer will call back if they have any additional questions. Per customer the unit serial number is in ual for (B)(4) and the power management board will be replaced under fco.